Event description:
A user facility clinical manager reported vis email bain-a. V .(B)(4) during the use of which the patient infiltrated. The comment was made that the needles feel more flimsy; a trail of blood comes out ot the needle when the safety device is engaged. Great care must be taken to ensure the device does not come out the side of the safety device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).